Event description:
The manufacturer received information alleging a ventilator's internal battery failed. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log.